Event description:
Reportedly, upon completion of the surgery, an x-ray was taken to discover a clamp bar button (or indicator) had disengaged into the pt cavity. Therefore, the pt was re-opened to retrieve the clamp bar button from the pt cavity. Procedure: lobectomy. Pt status: no pt injury reported.